Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a return of symptoms. The patient said that they only used the "system" once and they needed a refresher. The agent reviewed considerations for therapy optimization. The agent then walked the caller through connecting to the ins. The agent found out that the therapy was off. The patient turned on their therapy and increased the stimulation. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and redirected to their healthcare provider (hcp) if symptoms persisted. The agent asked for the event date when they turned off their stimulation. The patient said they didn't remember.